Event description:
It was reported that while the surgeon was using the perforator bit during a procedure to remove a brain tumor that the patient's dura was nicked. It was further reported that there were no adverse consequences to the patient as a result of the dura being nicked.

Manufacturer narrative:
Device discarded at account, therefore, evaluation of the device subject to this MDR not possible.